Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer tested the outlet and found no power; the next outlet also had no power, indicating a tripped breaker; after resetting the breaker labeled 'sign,' the station powered up successfully with no drawer failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station failed to power on. Customer had been unplugged and plugged back in, and the station had been rebooted, but the station still did not power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.